Event description:
On 9/30/98 dist rec'd a letter advising of the injury. Pt was wearing slider sl2 sunglasses while riding his mountain bike. He fell and hit the ground breaking the frame of the glasses. He rec'd a cut that required 9 stitches. Dist believes the injury was caused by the person falling and not by the product.